Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp dislodged while releasing the device from the catheter. The device was removed and replaced. The patient was in stable condition.